Event description:
A lawsuit alleged the patient experienced "extreme physical injuries, extreme emotional and psychological distress which included sudden death" due to the lead. It was further alleged the patient "had an increased risk of death or major cardiovascular events." There is no allegation from a hcp that the death was device related. The cause of death has been requested and not received.

Manufacturer narrative:
Our records indicate the patient expired more than one year ago. It is not known if the device was explanted post-mortem.there was no indication the death was device related; the cause of death has been requested but has not been received. The device is part of the advisory for this model. This event involves a legal case in progress or potential litigation. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted.